Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the battery compartment was found to be cracked in two places. There was moisture found within the pump and on internal components. A leak test was performed and evaluation revealed a battery compartment leak.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue with moisture. The customer alleged that there was moisture within the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit, cartridge cap, cartridge compartment.